Event description:
On (B)(6) 2013, it was reported that up button on the patient's infusion device was only functioning intermittently. The button does not always make a beeping noise when pressed, and the other buttons do always make the beeping noise. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The buttons passed the optical and functional investigation successful and comply with the product specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.